Event description:
It was reported by the customer, that prior to use, the cs300 intro-aortic balloon pump has a burnt electrical smell. There was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to confirm the reported issue. The stm found no issue and smelled no burnt smell, the biomed also did not smell anything while testing the unit. Subsequently, the stm reported that the unit works to manufactures specs and it was cleared for clinical use. The full name of the event site is (B)(4).

Event description:
It was reported by the customer, that prior to use, the cs300 intro-aortic balloon pump has a burnt electrical smell. There was no patient involvement, thus no adverse event was reported.